Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # n251994, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was reported that around (B)(6) 2011 the patient was doing hip exercises and had an injury. The injury was never diagnosed and healed itself around a month. After the injury, the implantable neurostimulator (ins) was making her sciatic pain worse. The pain was located between l3 and l4. Before the injury, the stimulation had "good effect." After the injury, adjusting the stimulation was not helpful. The patient was now receiving injections that were not helping. The patient was dissatisfied with the stimulation and stopped recharging the ins. The patient hadn't had stimulation in a few months. It was reported that the patient had coupling and/or communication issues. Additional information has been requested, but was not available as of the date of this report.